Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10mar2020.

Event description:
The customer reported misaligned touchscreen. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) remotely confirmed the reported misaligned touchscreen issue. The manufacturer¿s fse remotely confirmed the issue was resolved after calibrating the touchscreen, and the unit functioned as specified after the screen calibration.

Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. Customer's biomedical technician who confirmed the reported misalignment and performed touchscreen calibration to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.